Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. Treatment was not reported. The cause of peritonitis was not reported. On an unreported date, the patient discontinued pd therapy and was switched to hemodialysis. The patient's outcome was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The patient's age at the time of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted.